Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power. Moisture was allegedly visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, moisture was observed behind the display lens. During testing, the pump powered on with audible tones and vibration, but no screen due to moisture damage. The returned battery cap secured properly to the pump, and no damage or moisture was found in the battery compartment. The audio bolus button cover was detached from the pump. A leak test was performed and confirmed a bolus button leak. The pump case was removed and evidence of moisture ingress was observed.